Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6. H11: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, was likely the result of disassembly between the humeral liner and humeral tray. This cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 300-30-11 - equinoxe preserve stem 11mm: (B)(6). 320-42-03 - eq 145-deg pe 42mm hum liner +2.5: (B)(6). 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6). 320-08-42 - glenosphere exp 42mm +4mm offset: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced disassociation of polyethylene. The patient reached overhead and felt a "shift" in their right shoulder. As a result, approximately 1.5 years after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, g the revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.